Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous proximal to middle anterior descending (lad) artery. The physician advanced the 32mmx2.75mm taxus element stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back after several attempts and a lifted proximal edge of the stent was noted. Procedure was completed with different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous proximal to middle anterior descending (lad) artery. The physician advanced the 32mmx2.75mm taxus element stent delivery system (sds) and was unable to cross the lesion. The sds was pulled back after several attempts and a lifted proximal edge of the stent was noted. Procedure was completed with different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The damaged stent was returned attached to a guidewire. The entire stent was severely stretched and misaligned. The catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).